Event description:
It was reported that during a laparoscopic cholecystectomy procedure, several of the first clips fell out of the device. The device was used successfully for several clips then malformed clips were noticed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.